Event description:
Attending surgeon reported a patient presented at an unspecified time following surgery with symptoms of granuloma. The patient was returned to surgery for suture removal. No further information was provided.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.